Event description:
Ventilator was reading erroneously high tidal volume (vt) and minute ventilation (mv). Attempted to switch out the filter of the ventilator, to no resolve. Leak test was done. Then the entire circuit was changed and a short self test (sst) was performed. The ventilator graphic displayed for the sst flow sensor cross check "test date available in service mode exhalation flow sensor out of range (oor)". Manufacturer response for ventilator, medtronic (per site reporter).